Event description:
It was reported that a high drain 104 alarm occurred on the homechoice device during drain four of four of peritoneal dialysis therapy. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The patient¿s fill volume equaled 2000ml and the patient¿s cycle four drain volume equaled 4227ml. There was no patient injury or medical intervention indicated at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The reported issue was verified in the event history review log. Additionally, the device underwent the homechoice return instrument test / evaluation (rite) electrical test, but failed the rite functional test; however this failure is unrelated to the reported problem. An internal and external inspection was performed and no issues were noted. A check of the heater and pneumatic system revealed both systems functioned properly. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. No failure or malfunction was identified that could have caused or contributed to the reported issue. The cause of the reported event was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. There was no non-conforming product found during sample analysis that was related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.